Manufacturer narrative:
Additional information (29-nov-2018): siemens further investigated the instrument files and determined that sample ID t6999 was initially run and repeated using the same reagent lot and instrument. There was no evidence of foaming or mix issues and there was no indication that a reagent contamination issue or instrument malfunction contributed to the discordant, falsely low glucose result. Siemens determined that sample specific issues potentially contributed to the discordant, falsely low glucose result. Sample specific issues (due to poor sample quality) potentially impacted sample aspiration and delivery of the sample. The instrument is performing according to specifications. No further evaluation of this device is required. MDR 2517506-2018-00652_s2 was filed for the same issue.

Manufacturer narrative:
The customer contacted a siemens customer care center (ccc). The quality controls were within acceptable ranges. A siemens customer service engineer (cse) was dispatched to the customer site. The cse ran alignment tests for server 1 and found the bottom of cuvette (bocc) for sample probe 1 (s1) and reagent probe 2 (r2) were out of alignment and adjusted the bocc for both. The cse cleaned the dispense ports for reagent 1 and 2 probes and replaced two of the cuvette washer filters and ran quick check with no errors. The cse ran 10 replicates of glucose and there were no errors and ran qcs which passed. The cse returned to the customer site and moved the assay to server 3 from server 1, calibrated and ran qcs, which passed. The cse ran precision 10 times with good results. Siemens requested additional information and is investigating the issue. The cause of the discordant, falsely low glu result is unknown. The instrument is operating within manufacturing specifications. Siemens also filed MDR 2517506-2018-00652 for this event.

Event description:
A discordant, falsely low glucose (glu) result was obtained on patient samples on a dimension vista 1500 instrument. The discordant result was not reported to the physician(s). The sample was repeated on the same instrument and an alternate dimension vista instrument, resulting higher. The repeat result from the same instrument was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low glu result.